Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips could not be loaded after the instrument was fired twice. The surgeon used another instrument.